Manufacturer narrative:
(B)(4). It is unknown when the patient received the contaminated calcium gluconate infusion but was reported to be between (B)(6) 2013. A sample was not returned for evaluation and since the lot number was not provided, a batch review could not be performed. Therefore, the reported event cannot be confirmed. Should additional, relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that after receiving a bacteria contaminated solution contained in an unknown baxter bag, a patient experienced blood stream infection, chest congestion, difficulty urinating, incontinence, nausea and vomiting, bone and joint infections, migraines, and severe numbness and tingling in the legs. The patient had been administered a compounded solution containing calcium gluconate and it was alleged that the bag may have been contaminated with bacteria. The outcome of the patient is unknown. No additional information is available at this time.